Event description:
The physician was attempting to implant a 3.0 mm diameter x 26mm length integrity rapid exchange (rx) bare metal stent to treat a lesion in a pt. It was reported that the physician was unable to cross the lesion and when the device was retracted from the pt, the stent was noted to be damaged. No pt injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: (root cause of the reported event cannot be determined due to limited info provided). Results: (root cause of the reported event cannot be determined due to limited info provided). Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. The fourth distal stent segment was raised and deformed.